Manufacturer narrative:
The other additional mitraclip referenced is being filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents. All available information was investigation and a cause for the gripper actuation issue of inability to raise the grippers could not be determined. The reported stretching of the gripper line was likely a result of troubleshooting for the gripper actuation issue and thus related to procedural conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the gripper actuation issue and stretched gripper line. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One xtr clip delivery system (cds) ((B)(4)) was advanced and during alignment in the atrium, the physician went anterior with the guide, resulting in the cds interacting with the chordae. The clip was freed and able to be implanted however damage was noted to the chordae. A second clip delivery system (cds) ((B)(4)) was advanced to the mitral valve however the grippers were not raising and it appeared the gripper line was stretched. The cds was removed without issue. A third cds ((B)(4)) was advanced however grasping was unsuccessful due to poor imaging. The clip was not implanted and the cds removed. The procedure was aborted at this time with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.